Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device ¿stopped working.¿ it was noted that this was ¿maybe two years¿ prior to report. The patient had attempted recharging but had no success. The patient noted that they had not called the healthcare professional (hcp) about the issue. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.